Event description:
Event description cpi received information that the rate sense terminal of this endotak transvenous defibrillation lead was removed from service due to oversensing and break at the connector. A new sensing lead was added to the system.